Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on leads. The patient underwent explant procedure and was doing well postoperatively. The explanted device components were not returned due to hospital policy.